Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be submitted upon completion of the investigation. Unique identifier (UDI) # (B)(4). Report two of two for the same event, reference 0001032347-2016-00620.

Event description:
It was reported two patient matched implants were received in the wrong boxes. This was identified in the warehouse prior to shipping to the implanting facilities.

Manufacturer narrative:
It is reported that the issue was corrected and then shipped to the customer; therefore the product will not be returned for evaluation. The product identity could not be confirmed and the complaint could not be verified because the product was not returned for evaluation and no pictures of the issue was provided. A review of the transaction history shows that the implant was processed and shipped on the same day. The development engineers determined the most-likely cause of the complaint to be operator error during the packaging process - the product was placed in the incorrect package by the packaging personnel. According to the investigation, there are no indications of manufacturing defects. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2016-00620-1.